Event description:
It was reported that an alert triggered for high superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The impedance had experienced some incremental impedance increases in the past. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).